Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported blocked marker lumen was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen, thus, no follow up with the account will be required. The treatment appears to be related to circumstances of the procedure. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm interventional procedure. It was confirmed that the marker lumen was flushed with saline prior to use and it was flushed successfully. Reportedly, once the device was inserted it was noted there was no obvious flow from marker lumen. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 22f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.